Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the extraction screw did not fulfill its function during a procedure on (B)(6), 2015. It was reportedly block, which made the removal of a plate and screws impossible for the surgeon. The parts were ultimately left in the patient. No reported time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.